Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the error code 46228 occurred. The event happened during testing and no patient involvement was reported.

Manufacturer narrative:
D9 - date returned to mfg :6/5/2025. Corrected: d3 - mfg establishment name. One device was returned for analysis. Visual inspection found error 46228. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective printed wire assembly (pwa) board. The printed wire assembly (pwa) board was replaced. Additionally, dso downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.